Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead helix failed to extend on initial attempt. Therefore the rv lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal lv (low voltage) electrode of the lead was covered in blood. The helix will not extend because dried blood in the distal conductor prevents torque transfer to the helix when the is-1 pin is rotated.